Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test and occlusion test. The motor was tested outside of the device and passed. No motor error alarm and no excessive no delivery alarms were noted. The pump was received with cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 523 mg/dl. The mother stated that her son received a motor error while sleeping. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.